Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date:" last month", inratio: 2.4. Date: (B)(6) 2011: inratio: 0.9, retest inratio: 1.5, lab: 1.38.